Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was filling the tubing and insulin started to run back to the cartridge. Reportedly, the customer then attempted to run the fill tubing but was not seeing drops of insulin exit the end of the tubing. The customer changed out their supplies and was able to resume insulin delivery. The customer blood glucose level was not impacted.